Manufacturer narrative:
Reportedly there was no patient involvement. Event date: unknown date in 2018. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection in the hospital on (B)(6) 2018, the blade/screw guide sleeve and the aiming arm were noted to be stuck together, and appeared to be damaged and bent. The blade/screw guide sleeve becomes stuck midway and does not pass freely through the hole of the aiming arm. The devices were eventually separated. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part: 03.037.017, lot: 9351396: manufacturing site: bettlach, release to warehouse date: 29. Jan. 2015: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.